Event description:
Per perfusionist it was reported "we had a patient come in with a peculiar controller situation. He claims a battery alarm triggered him to switch batteries at 7pm yesterday, but other than that he heard no alarms. However on his logs you can see his controller appears to have lost power. His controller timer also got reset to a random date in 1999. Lastly, the lcd screen on his controller appears to be fading. All these things combined prompted us to replace his controller." Investigation is ongoing.

Manufacturer narrative:
The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event "display error" was not confirmed. Incidental findings were also observed which are under investigation: likely the result of esd damage. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The probable root cause was esd during a battery or power change. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use.  A controller with a blank display or no audible alarm should be replaced.  Patients are also instructed to contact the treating facility if they receive any of a list of certain alarms.  Patients are warned that disconnecting both power sources at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.